Event description:
Resident was being lifted from chair to bed by hoyer lift with two nursing assistants in attendance. Resident fell out lift and broke left tibia. Resident was transferred to hospital by ambulance for cast to left legdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.